Event description:
Dexcom g7 continuous glucose meter. This has been occurring with numerous g7 meters. The meter showing my glucose reads either way too high or way too low. If I ignore this, I risk the effects of high or low blood glucose - all of which include death. Dexcom g7 product is highly unreliable. I've been using it to monitor my glucose and at least half of the ones I use are defective.